Manufacturer narrative:
(B)(4).

Event description:
It was reported the reciprocating saw stopped working due to lack of power even when the battery was changed. There was a reported 10 minute delay. No patient impact was reported. Procedure completed with competitor product.

Manufacturer narrative:
Device investigation narrative - evaluation was not possible, as the device has not been returned. Smith & nephew has attempted several times to obtain the device for evaluation; however, has been unsuccessful. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such, the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends. No further investigation is required. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the reciprocating saw stopped working due to lack of power. A visual inspection was performed and showed the motor has good speed, but the collet does not release the blade properly. When disassembled a white substance was found (saline) covering the motor, controller, and all internal parts. The claw link was worn. The failure is due to improper cleaning. No manufacturing related defects were observed.